Manufacturer narrative:
H6: the broken instrument reported was likely the result of applying excess force to the femoral trial during impaction. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during a difficult primary knee, while trialing with a size 3 cc logic femoral component, during impaction, the trial suffered from metal fatigue. It was impacted onto the distal femur and the posterior condyle portion of the trial snapped. No parts or pieced fell into the wound site. The surgeon used the logic size 3 femoral trial to continue the operation and trialing. There was a 5-15 minute surgical delay with no adverse effect to the patient. The patient was last known to be in stable condition following the event. The device is available for return.